Event description:
Boston scientific received information that during a follow up visit, this device with non-boston scientific right ventricular lead displayed a high out of range shock impedance measurement. A revision procedure was performed. The competitor lead was removed and replaced. The following day, similar out of range measurements were obtained. A decision was made to replace this device. A replacement procedure was performed. This device was removed, replaced and returned for analysis. Post procedure, normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated. (B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.